Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to stress related problems caused by improper insertion of probe by user. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: if it is difficult to insert the probe, do not forcibly insert the probe; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the ultrasonic probe's lock pin was chipped. There were no reports of patient involvement.